Event description:
It was reported that the device has air in line. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress

Manufacturer narrative:
One device was returned for repair with complaint that the device has air in line. Service history review identified this device has not been in for service in the previous 12 months. Visual and functional testing was performed. The reported problem was confirmed. The probable cause of the reported problem was defective air detector. The air detector was replaced, and device passed all functional testing.